Manufacturer narrative:
The customer has advised physio-control that they do not wish to have the device repaired. The customer has requested that the device be returned to them, un-repaired. Physio-control was unable to determine the cause of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service, and charge-pak) and would lose power right after it was turned on. There was no patient use associated with the reported failure.

Manufacturer narrative:
The device was again returned to physio-control. The device was further evaluated and it was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an electrically leaky filter, designator fl11 on the analog pcb assembly. This filter being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.